Event description:
Patient was placed on pic 50 monitor to transport patient to the transport vehicle. As the crew began to move the patient to the aircraft, the patient's ECG rhythm changed to pulseless v-tach and CPR was initiated. The flight crew charged the pic 50 defibrillator to 200j and administered a shock and noticed that the printout documented that only 1 joule was delivered.